Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included obesity, polymenorrhoea, parity 2, menstruation abnormal, adenomyosis, allergy (allergies: penicillin which causes hives.), nabothian cyst, vaginal delivery (2) and anesthesia. Poct urine hcg: negative. Concomitant products included diphtheria vaccine toxoid; hib vaccine conj;pertussis vaccine; polio vaccine inact; tetanus vaccine toxoid, docusate sodium, hydrocodone bitartrate;paracetamol (norco), ibuprofen, influenza vaccine, ketorolac, ketorolac tromethamine (toradol), morphine and zolpidem. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary problems changes"), uterine cyst ("reproductive system disorder or condition type of disorder or condition:cyst"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), flatulence ("gastrointestinal or digestive system condition type: gas"), anaemia ("other injury(ies) or complication (s) please describe:anemia"), hypertension ("hypertension") and alopecia ("hair loss") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition:uterine fibroids/fibroids,"), lipoma ("tumor / teratoma / cancer type: fatty tumors") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, ablation). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the menorrhagia, vaginal haemorrhage, genital haemorrhage, vaginal infection, depression, bladder disorder, urinary tract disorder, uterine leiomyoma, uterine cyst, nausea, dysmenorrhoea, dyspareunia, lipoma, flatulence, anaemia, hypertension, alopecia and hormone level abnormal outcome was unknown. The reporter considered alopecia, anaemia, bladder disorder, depression, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, hormone level abnormal, hypertension, lipoma, menorrhagia, nausea, urinary tract disorder, uterine cyst, uterine leiomyoma, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Concerning the injuries reported in this case the following events were reported in medical record: uterine leiomyoma, fibroids and menorrhagia. Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs and mr received: previously reported event ¿injury to herself¿ is replaced by abnormal bleeding (menorrhagia), abnormal bleeding (general), abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems: depression, bladder changes, urinary problems or changes, reproductive system disorder or condition type of disorder or condition: uterine fibroids/fibroids, reproductive system disorder or condition type of disorder or condition: cyst, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fatty tumors, gastrointestinal or digestive system condition type: gas, other injury(ies) or complication (s) please describe: anemia, hypertension, hair loss, plaintiff did not undergo confirmation test, hormonal changes. Concomitant drug, medical history were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.